Event description:
It was reported the patient presented prior to procedure. It was determined the ventricular leadless pacemaker (lp) could not be interrogated as the lp had dislodged to the iliac artery. Retrieval was attempted on (B)(6) 2025 but was unsuccessful. The lp was surgically removed. There were no patient consequences.